Event description:
The patient's wife reports the patient had a fatal hypoglycemia-induced coma.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications, and delivery accuracy.